Manufacturer narrative:
Device is a combination product. Promus element plus mr ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at both the proximal and distal ends of the stent were lifted. This damage most likely occurred while attempting to advance the device and subsequently withdrawing it during the procedure. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. Hypotube kinks were not mentioned in the incoming information pertaining to this complaint. It is therefore unlikely that kinking occurred during the unsuccessful implantation procedure. The device was returned to boston scientific in the recommended return product packaging. It is therefore unlikely that kinking occurred during transit. Hypotube kinks were first noted when the device was inspected after it was removed from the return product packaging, just prior to decontamination. It is therefore likely that the hypotube kinks observed occurred while the user was preparing the device for return to boston scientific. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 38mm x 3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 3.00x38mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion even after several attempts. The procedure was completed with a 3.0x28mm promus element plus drug-eluting stent. There were no patient complications reported and the patient was stable and responding well to medicines. However, returned device analysis revealed stent damage.